Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation surgery with a 225cc mentor siltex round moderate profile saline breast implant experienced right sided deflation post procedure. As a result, patient underwent removal and replacement with a like device on (B)(6) 2020.

Manufacturer narrative:
On february 9, 2021 the mentor failure analysis lab received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on february 16, 2021. According to the information received, the patient experienced deflation in the sal siltex rnd diap pkg 225cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal siltex rnd diap pkg 225cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear on the posterior aspect measuring approximately 0.1 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Manufacturer¿s reference number: (B)(4).